Event description:
Patient had heat pack wrapped in paper surgical drape placed on her arm and sustained 2nd and 3rd degree burns. Heat pack temperature per manufacturer can reach 160 degrees. Staff did not fully understand or comply with manufacturer directions to wrap in cloth or towel.